Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty. Based on the reported information, it may be possible that while loading the nav 6 filter over the barewire, the tip of the filter and delivery catheter pod was not coaxially aligned causing the proximal end of the barewire to puncture the filter and/or pod of the delivery catheter causing the reported damage; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an angiogram procedure to treat a femoral artery with mild calcification and mild tortuosity. A bare wire was advanced into the patient. Then a large nav 6 filter was advancing over the bare wire; however, when the filter reached the sheath, the tip of the filter became separated. The tip was split down the middle, but held together with the delivery catheter. The separation occurred outside the patient. The nav 6 filter was replaced with another nav 6 filter and the patient was successfully treated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.